Event description:
Pt presented with short, angulated aortic neck, had implant of bifurcated device and two proximal cuffs at hospital in 2006. A proximal type I endoleak was left to monitor. In 2008, pt was brought into treat proximal endoleak with an add'l proximal cuff and palmaz stent. There was good seal at the end of the procedure.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The pt's condition (short, angulated, aortic neck) and operational context (type I left to monitor) contributed to the event.